Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5162810.

Event description:
It was reported that patients lead incision site had not healed properly. There was currently no infection indicated. The patient will undergo a wound closure procedure.